Manufacturer narrative:
Insulin pump received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm during rewind. Customer's blood glucose was 248 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind and prime. Customer reported that sensor feature was on even though he does not use sensor. Alarm history showed twelve motor error alarms within the last thirty days and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.